Manufacturer narrative:
The complainant reported that a patient was being implanted with an impella cp for mechanical circulatory support. During the insertion of the device, it was reported that the device would not advance into the left ventricle. It was reported that it was unclear if the device had an issue that contributed. It was noted that the procedure was aborted due to a massive aortic valve stenosis.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance, during which it was identified that the power cord was missing. The power cord was replaced. Following replacement, the controller was tested and was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.